Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the plastic piece of the reservoir was chip off. Customer stated that insulin pump received unexplained no delivery alarm and reject new battery. The device will no be returned for analysis.